Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the shortened replacement window product advisory initially communicated on 4/5/2007, had alleged earlier than expected battery depletion. Monthly follow-ups were initiated. No adverse patient effects were observed.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q1 2009 product performance report.